Event description:
It was reported that arteriotomy closure was attempted in the left common femoral artery using the preclose technique prior to a thoracic aortic aneurysm (taa) repair procedure. The arteriotomy was 6-french and the vessel was non-tortuous and not calcified. Before deployment, the device was positioned at an angle of 45-degrees to the longitudinal plane of the artery. Reportedly, the sutures from two proglide devices were deployed and set to the side to perform the taa procedure. During the procedure, the sheath was upsized first to 8-french and than to a 24-french to accommodate the stent-graft implantation. Upon completion of the taa procedure, the knots of both sutures were advanced and tightened, but bleeding remained. A third proglide was attempted but when the needle plunger was pulled back, no suture was present. The device was removed over a guide wire and an additional proglide device was used to achieve complete hemostasis. The physician believed that the cause for the incomplete hemostasis, while using the suture of the two initial proglide devices, was due to the large size of the access site (24-french). The taa procedure was performed under general anesthesia, which was not due to a complication with the device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency. The other perclose proglide devices, referenced are being filed under a separate medwatch manufacturer report numbers. The perclose proglide device was reportedly deployed in a 24-french sized access site. The perclose proglide device instructions for use state under device description that the perclose proglide 6f smc system is designed for use in 5-french to 21-french access sites.